Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found that the encoder panel nut was loose. He fastened the shaft encoder using the torque wrench and the mounting adapter and tightened the panel nut. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) knob stuck occasionally during bypass and that the knob was also wiggly. There was no report of patient injury.